Event description:
The complainant reported that the automated impella controller (aic) was experiencing a air in line purge issue. It was reported that the nurse unsuccessfully attempted to de-air the line twice. Reportedly the cassette was changed with no success, then the console was switched out and the de-air process was successful. This aic was replaced with another aic resulting in no other issues with the aic. There was no patient harm reported due to the aic issue.

Manufacturer narrative:
The investigation into the purge issue/purge flag issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are partially consistent with the complaint and show that after almost 3 days of support using pump (B)(6), the console presented with purge-related alarms: air in purge system (404), purge system open (407), purge pressure low (431), and eventually controller failure due to purge pressure sensor defective (#414). Contrary to the complaint problem description, the purge cassette (sn: (B)(6) has not been replaced with another purge cassette during troubleshooting on ic2188. Finally, the purge cassette was removed from ic2188, and pump was disconnected from ic2188, to be used on backup console ic7767. Logs from ic7767 confirm pump (B)(6) being connected and recognized as previously running, and also show that when the same purge cassette sn (B)(6) was used, the console presented with alarm ¿air in purge system¿ (#404) that was resolved after the purge cassette was replaced with another one (sn: (B)(6). After that, the support (using pump (B)(6) continued successfully. The long-term log and real time log data showed particular signals showing purge pressure, flow and motor ticks, which is consistent with sudden pressure loss (e.g. Due to leak) and inability to build up pressure despite motor shaft advancing the purge cassette piston (which resulted in erroneously triggered alarm #414). The exact point of failure (leak) could not be identified due to the pump and purge cassette were not returned for analysis. Visual inspection of the console showed evidence of a purge fluid leak, in the form of contamination and residue on various elements of the purge assembly (including inside the console). A separate investigation into pump (B)(6) (not returned for analysis) concluded that the root cause of the purge issue was unable to be determined. The console inspection and testing also revealed purge pressure sensor out-of-spec (unlikely to have contributed to the purge leak), and kinked impellatronic cable (unrelated to complaint). The cause of the issue was most likely use related. This report is being filed as part of a retrospective review of historical records.